Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, , product type: catheter. (B)(4).

Event description:
The patient reported that they were due to go for a refill two weeks ago, but they were not able to go because they could not get a baby sitter. Withdrawal was reported. They stated they physically passed out on (B)(6) 2013 and thought it may have been from a lack of medication. They stated they did not feel like the same person. They mentioned that it was the first time in eight to ten years that they had had ¿nothing in it.¿ they noted they scheduled an appointment for (B)(6) 2013 to get the pump filled. The patient mentioned feeling weakness in the spinal/legs area. They stated they could not find their oral medications, morphine and percocet. The medications infused were fentanyl and morphine. A healthcare provider later reported that the appointment had been scheduled for (B)(6) 2013 with an alarm date of (B)(6) 2013. They had called the patient but were unable to reach them. They called the office and rescheduled for the following week. The patient was a ¿no show.¿ they finally reached the patient and it was noted that the patient was having problems at home, they had no phone service, and the patient finally showed up for their appointment on (B)(6) 2013. The pump was dry. It was refilled. The pump was restarted with a 50% rate decrease. They also noted that the patient had in the past missed their appointments for pump refill and they were unable to be reached by phone.